Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #:(B)(4), ubd: 06-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving compounded baclofen 600 mcg/ml for a total dose of 100 mcg/day, dilaudid (hydromorphone) 1.5 mg/ml for a total dose of 0.025 mg/day, and marcaine 7 mcg/ml for a total dose of 1166.3 mcg/day via an implantable pump for non-malignant pain. It was reported there was a volume discrepancy at the time of pump replacement due to end of service of the pump. The healthcare professional (hcp) requested an evaluation of the pump due to the discrepancy. The expected volume was 7.1ml and 4ml was recorded. No factors may have led or contributed to the event. Diagnostics/troubleshooting included a catheter dye study. The catheter dye study revealed that he catheter at the spinal segment was fractured. Actions/interventions included surgical intervention where the pump was replaced and will be returned. The spinal segment of the catheter was removed and replaced. The catheter will not be returned as the customer discarded it. No symptoms were reported. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive- no injury. The patient's weight and medical history was unknown (asked and will not be made available). The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed electrochemical migration across the electrical feed-through insulator. Of note, only the pump was returned for analysis. The evaluation codes have been updated for the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.